Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy effluent, abdominal pain and vomiting. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. It was reported that the patient did not receive antibiotics treatment for peritonitis. At the time of this report, the patient outcome was unknown. The patient was performing hemodialysis and automated pd therapy (ongoing). No additional information is available.